Manufacturer narrative:
Sunrise medical legal department was able to settle the end user's case by sending the end user a brand new quickie gt wheelchair. Reports from the end user are that he is very happy with his new chair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) (B)(4). If and when the chair/parts are received, our internal failure investigator will complete the investigation and a supplemental report will be filed.

Event description:
Sunrise medical sales rep shannon collins, reported on (B)(6) 2013 that the end user of a quickie q7 was injured. Shannon reported that the end user alleges that the backrest bracket snapped causing the end user to fall to the ground and knock out one or more teeth. The end user did see a dentist and was advised that a few crowns would be needed to repair the damage to the end user's teeth. This issue was forwarded to sunrise medical legal department due to the end user threatening with legal action.